Event description:
During transport of a newborn from the womens or, the staff noticed the isolette moving very stiffly. They noticed the left footend wheel bent at sharp angle. The staff immediately transferred the infant patient to a backup isolette. A moment later, another staff member tried to move the isolette and the wheel completely dislodged and the staff had to secure the isolette from tipping over onto an occupied patient guerney that happened to be near by. The isolette was sent to biomedical for repair.